Manufacturer narrative:
(B)(4) date sent: 5/20/2026 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do we have permission to reach out to your surgeon to ask the below questions? If yes, what is the surgeons name with contact information? When we reach out to the surgeon, they will ask for your date of birth, what is your date of birth? The below questions will be sent to your surgeon: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? If you have tried to get this information, but the account is unwilling to provide any additional information please let us know what you have done so we can document our report accordingly. Additional information received: it was reported by patient that patient had hiatal hernia repair with implant of linx on (B)(6) 2025. Patient was able to swallow and tolerate linx diet through out (B)(6) 2025. On (B)(6) dysphagia started. On (B)(6) 2025 patient was hardly able to swallow water and experiencing horrible reflux. Esophagram ordered. On apr 3 patient showed significant narrowing above the links. Endoscopy was recommended. Dr. Office stated want to wait one week for endoscopy. Patient pushed back. Dr. Was consulted and agreed to do egd with dilation the following day. On (B)(6), egd number one with dr. Significant narrowing of the distal esophagus. Gentle dilation performed. Endo flip was abnormal. Steroids started 20 milligrams prednisone tapering down over 10 days. On (B)(6), called doctor office food is backing up and appointment set. On (B)(6) 2025 egd#2 with dr. Was performed, dilation and biopsy was done. Egj appeared tight with resistance when passing through it with scope likely due to links. Patient was still unable to swallow. On (B)(6), patient went to emergency department. On-call gi team called in for egd #3 completed. Extrinsic distal esophageal stricture noted. She recommended a revision of the surgery. Dysphasia is likely due to the diaphragm not the lynx. Proceed with another dilation however concerned if they dilate too much the reflex will return. On (B)(6), egd #4 with dr. Performed under fluoroscopy. Noted a fixed narrowing of the distal esophagus 3 to 4 centimeters proximal to the link. No significant improvement noticed after dilation due to tight fixed narrowing around the diaphragmatic hiatus. Stated he spoke to dr. During the procedure and dr. Was aware of the stricture and would be reaching out. Patient was unable to tolerate food all weekend, barely able to tolerate liquids. Diagnostic laparoscopy and repair of diaphragmatic stricture is scheduled for (B)(6). On (B)(6), surgery #2 was performed. Post operatively dr. Stated that the esophagus was completely scarred around the diaphragm and that he dissected away the scar tissue put some slits in the muscle and was able to pass a 56 bougie in and out through the area without any resistance. Linx functioning properly. Patient was able to tolerate food with no issues from (B)(6). On (B)(6), dysphasia returned. On (B)(6) esophagram started and immediately stopped by radiologist due to free air seen in the mediasteinem and stomach. Stat CT of the chest ordered. Dr. Wanted to put in an esophageal stent to allow for eating. The procedure scheduled for (B)(6). Egd #5 with placement of esophageal stent was done. Steroids ordered 20 milligrams daily stent diet in place. Post op they are told that the scar tissue around the esophagus had advanced up 5 centimeters from the lynx and was as hard as concrete. The hope is that the scar tissue will form around the open esophagus with the stent in place and when the stent is removed in two weeks the esophagus will stay open and allow for food passage. On (B)(6), dysphagia is improved but experiencing tons of side effects from the steroids. Unable to sleep. Ambien ordered. Carafate ordered for the horrible reflux stents to remain in place. After consult with other surgeons, they all agree that this is a hyper scarring or hypertrophic scarring. No one has ever seen anything like this patient is in uncharted territory. They suggest allergist to get tested for a metal allergy. Mesh cannot be removed it will tear the entire diaphragm. It will eventually be reabsorbed. All agreed that putting in the stent was the right thing to do but the stent must come out on the (B)(6) due to risk of necrosis. All agree it is too soon to go in again because there is the potential for so much scar tissue that patient could perforate the esophagus and or the vagus nerve. There was not consensus on whether or not the linx should stay in or be removed. There was a suggestion to inject kenelog into the scar tissue which is a medication used for keloid scars. Patient weight was down 26 lbs since initial surgery. If they go in to remove the linx they must wait until 6 weeks after the initial surgery (B)(6) generally maximum scar tissue is formed within 4 weeks and then from 4 weeks to many months later the scar continues to be remodeled. Wants to check c reactive protein, sedimentation rate and a cbc. If the c reactive protein and sed rate are elevated that could indicate an inflammatory response. It¿s not specific but it could possibly indicate a lynx reaction. Stopped testosterone due to possible association with hypertrophic scar tissue. Unable to do allergy testing until 30-days after last steroids. The allergist stated that skin reacts different than internal tissue to allergens-may not give an answer as to if this is a metal allergy. On (B)(6) esophageal stent removed. Patient was able to eat one meal of solid food on the way home. Swallow began progressively more difficult during the next 8 hours and unable to swallow solids by that evening, night sweats stopped, reflux stopped. 6/2esophagram performed. Linx device again present in similar position. Similar-appearing tapered/smooth narrowing of the distal esophagus approximately 5 cm proximal to the linx device with small amount of contrast traversing this area. Findings raise concern for underlying stricture/obstruction. Moderately patulous and fluid-filled distal esophagus with associated dysmotility just proximal to the above-mentioned area of narrowing. Significant contrast stasis within the esophagus at the end of the examination as detailed above. Allergy test was performed and patient was non-allergic to metals. On (B)(6) 2025 linx was removed. Patient should have never been a candidate for this procedure as patient never had the prerequired test for motility in esophagus. Therefore, the surgeon did this procedure without fulfilling requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient went in for an upper gi procedure in late (B)(6). After the procedure they was told they had a hiatal hernia about 8 cm and that they should think about having it repaired. They was referred to a surgeon out of (B)(6). When they went to see the surgeon told them needed the repair and that they would be a great candidate for the linx device because they had acid reflux. They had the procedure on (B)(6) 2025. After the procedure they could not eat and was told it as normal. They could eat hardly anything. They were told to keep eating. Within 10 days or so they still could not eat and they was sent in for an egd. No success after this and was told to keep eating. Basically, a liquid diet. Every week no improvement. At some point it was decided that they needed to have a revision surgery because the hernia repair was too tight. After this surgery no difference and was told to keep eating. They kept trying and ended up in the ER and back on the operating table to get pumped out because what they ate was caught in my esophagus. Many more egds with no change. They were being told that the linx was not the problem and the body was producing this concrete scar tissue. It was then decided that they have a stent put in esophagus. - usually only done for terminally ill people. No success and extreme pain for two weeks. It was removed and they were sent to an allergist to see if body was allergic to the metal. They were not. They just was told it was not the linx and this concrete scar tissue as the problem. They were supposedly the only patient to ever have this. They were told again the surgeon was talking to drs all over the country. Also, when they had the stent taking out the gastro guy came in and said he was on the last call with the dr to other drs and the surgeon was told to take the linx out. Every time they brought up taking the linx out the surgeon would tell them it was not the linx and how dangerous it was to take it out. By the first part of (B)(6) they went from the first dr. Down to a second dr. They finally had enough and self referred to (B)(6). Within 5 days they were up at (B)(6) for an evaluation. The first thing they told was they should have never been a candidate for the linx. They never had the motility test required to use this device. They also mentioned they do not use the linx and they take them out. The following week they had the linx removed. After the linx was removed within a week they could eat. There was never any concrete scar tissue in fact (B)(6) laughed and said concrete scar tissue does not exist and if did they would be the first patient ever to have it. For some reason the first dr wanted this linx to stay in. They have regained most of my weight now but my muscle mass is down because they lost so much weight so fast.